Manufacturer narrative:
The biomedical engineer reports that the device is not giving readings for expired gases. The clinical application specialist reached out to the doctor who stated that he had to hook up everything for the first time today and used it on a patient. Gas values were initially showing on the monitor, however, the expired oxygen o2 (e) disappeared from the screen as well as the mac value. The dr. Stated that all gas values showed 0 on the monitor and then only a couple values returned on the screen. No harm came to the patient. The dr. Tested the monitor with a simulator and did not get any values for mac, o2 (e), and sevo (I). The dr. Has set up other bsms and gas analyzers with no issue. The dr. Was asked to verify that everything was connected correctly from the sample line, output line, and the water trap. The dr. Was asked to exchange the cable connecting the gas analyzer to the bsm and to change out the gas analyzer to see if either fixed the issue. Troubleshooting did not fix the issue. The clinical configurations are correct on the bsm. Due to the out of box failure, an exchange unit is being sent to the customer. Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if the product is returned for evaluation or new information is obtained.

Event description:
The biomedical engineer reports that the device is not giving readings for expired gases. The clinical application specialist reached out to the doctor who stated that he had to hook up everything for the first time today and used it on a patient. Gas values were initially showing on the monitor, however, the expired oxygen o2 (e) disappeared from the screen as well as the mac value. The dr. Stated that all gas values showed 0 on the monitor and then only a couple values returned on the screen. No harm came to the patient. The dr. Tested the monitor with a simulator and did not get any values for mac, o2 (e), and sevo (I). The dr. Has set up other bsms and gas analyzers with no issue. The dr. Was asked to verify that everything was connected correctly from the sample line, output line, and the water trap. The dr. Was asked to exchange the cable connecting the gas analyzer to the bsm and to change out the gas analyzer to see if either fixed the issue. Troubleshooting did not fix the issue. The clinical configurations are correct on the bsm. Due to the out of box failure, an exchange unit is being sent to the customer.

Manufacturer narrative:
The biomedical engineer reports that the device is not giving readings for expired gases. The clinical application specialist reached out to the doctor who stated that he had to hook up everything for the first time today and used it on a patient. Gas values were initially showing on the monitor, however, the expired oxygen o2 (e) disappeared from the screen as well as the mac value. The dr. Stated that all gas values showed 0 on the monitor and then only a couple values returned on the screen. No harm came to the patient. The dr. Tested the monitor with a simulator and did not get any values for mac, o2 (e), and sevo (I). The dr. Has set up other bsms and gas analyzers with no issue. The dr. Was asked to verify that everything was connected correctly from the sample line, output line, and the water trap. The dr. Was asked to exchange the cable connecting the gas analyzer to the bsm and to change out the gas analyzer to see if either fixed the issue. Troubleshooting did not fix the issue. The clinical configurations are correct on the bsm. Due to the out of box failure, an exchange unit is being sent to the customer. The unit was cleaned and evaluated. Tested all functions with no issues found. Bedside does have case damage, and will need to be replaced. No UDI label applied yet. Once repaired bedside will be placed into used stock. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.